Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type recharger.

Event description:
A consumer reported that starting in (B)(6), prior to falling, they had difficulties with recharging and it taking a long time to get the recharger antenna on the right spot to recharge the implant so they had to use pillows. At the end of (B)(6) the consumer was knocked down some stairs by a dog and broke their ribs so they were in pain (which was unrelated to the device or therapy), but was able to recharge following this with the last successful recharge session being a week prior to (B)(6). Currently the consumer was unable to recharge. It was further reported the recharger wasn't working even though it was charged completely, but nothing would come up on the screen and it was beeping. A reset was performed which resolved the issue. Troubleshooting was performed after resolving the issue of the recharger beeping, but the consumer was seeing the reposition antenna screen, so a new antenna was going to be sent to see if it resolved the issue. It was confirmed the patient programmer (pp) was able to communicate with the implant, but when this happened the low implantable neurostimulator (ins) battery warning screen was seen, but it was confirmed the consumer still experiencing stimulation, although the implant went dead on (B)(6). On (b(6) the consumer called back after receiving the antenna, but was still getting the reposition antenna screen. The pp was used to connect with the device which showed the ins needed to be charged, although the last time it was charged was a week ago. Following this the consumer became frustrated and started to cry. The manufacturer¿s representative (rep) then called back and stated the recharger screen went blank every time they pressed the green start charge button, so they thought the consumer needed a new recharger. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Event description:
Additional information received stated that the patient called stating that they saw another pain management healthcare professional (hcp) who does not accept their insurance. The patient was provided listings of healthcare professionals but none accepts the patient¿s insurance. The patient stated that it has been two years since they haven¿t follow up with anyone about the implantable neurostimulator (ins) and was outraged that the implanting physician has moved out of state. The patient said it is illegal to have the ins implanted and not having any healthcare professional to work with the device. The patient stated that they have had two brain surgeries. The patient reported that they had brain aneurysm and seizure and do not drive and cannot drive to hcp. The patient also mentioned that they had gastro bypass. The patient reported that they have multiple medical issues and no one takes their insurance. The patient reported that there is nothing wrong with the ins but they just need a pain management hcp who would come to their primary hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.